Event description:
A customer contacted beckman coulter inc. (Bci) regarding lower than expected unconjugated estriol results for 5 patients generated by the unicel dxl 600 access immunoassay system. Subsequent testing produced higher results in a different diagnostic category for all 5 patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in serum tubes with a gel separator and centrifuged for ten minutes at 300rpm. The samples are stored frozen and run in batch mode twice a week. Qc was within the customer's established ranges for the past 30 days. The customer repeated two patient samples from the week before and the results replicated within assay precision specifications. A field service engineer (fse) was dispatched on-site (B)(6) 2011 for this event. Fse performed afp precision tests on both reagent pipettors, all testing passed within instrument specifications. Fse performed a high sensitivity system check which passed within specifications and verified system alignments and ultrasonics and no issues were noted.